Event description:
It was reported by the sales rep that during a hepatic resection procedure, the device deployed an incomplete staple line when fired across a vessel. The issue resulted in gross blood loss. Ees associates spoke with the surgeon, he indicated that the device was used to staple the vessel, the firing appeared intact. The surgeon proceeded to take the right liver lobe, approx 15 minutes later, the staple line on the vessel had opened in the center. The inferior aspect appeared to have torn through. He then clamped the vessel, the pt lost approx 300cc of blood. Pt had a temporary air embolus, pt had a systolic pressure of 20. Pt required approx 30 seconds of chest compressions. Pt was given 1 unit of blood and was in the hospital for 6 days, the pt is currently fine. The pt had not undergone radiation and had no unusual vasculature.

Manufacturer narrative:
Date sent: 09/18/2009. Eval summary: the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed staples as intended. The device fired without difficulties, the staple line was complete, the cut line was completed and the staples were noted to have the proper b-formed shape.